Event description:
The customer reported being hospitalized due to high blood glucose of 619mg/dl. Troubleshooting was performed. The customer stated that he keeps the infusion sets for ten days, and he lets the reservoir dried out or the infusion set falls off before changing. Advised the customer to change the infusion set and reservoir every two to three days. The customer was reconnected to the insulin pump and his glucose level still was high. The customer's last high glucose reading was 487mg/dl, and he has treated with a manual injection. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.